Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient was provided with a 5 channels program and ift checks will be performed on a monthly basis. The device remains implanted and in use.

Event description:
The hearing performance is affected. The clinic has decided to wait with re-implantation.